Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level exceeded 500 mg/dl due to the issue, and the value displayed was "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) without assistance from a third party. Technical support confirmed the cartridge alarm and instructed the customer to perform certain actions, but the alarm recurred. The pump and original cartridge were replaced by technical support, and the customer was advised to use mdi as a backup therapy to maintain insulin delivery. Instructions for returning the problematic pump were provided, and the replacement pump was dispatched to the customer.